Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wished to return the pump as the customer had almost over-delivered insulin multiple times using the pump. Reportedly, the customer may have entered the incorrect values for the wrong section on the bolus screen (entering an amount of insulin units into the amount of carbohydrates field when entering values into the pump). The customer would head back to the home screen and did not deliver the requested bolus amount. There was no reported impact to the customer's blood glucose level.